Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 50 mg/dl at the time of incident. Troubleshooting could not be performed as the pump keypad buttons did not work due to the button error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad trace. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to button keypad anomaly. The insulin pump passed idle current test. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.